Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the sheath kinked and buckled. Another iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The maquet sheath was returned for evaluation. Damage was observed on the component at the sheath tip. - the outer dimensions and length of the sheath were measured and found to be within specification. - a laboratory insertion test was unable to be performed because the membrane was not returned for evaluation. The sheath was returned damaged at the tip, confirming the reported failure. We are unable to mimic the clinical setting due as the membrane was not returned for evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint# (B)(4).